Event description:
It was reported that an ilet pump exhibited screen bezel separation with the housing detaching at the seams, requiring duct tape to keep the pump together, and the user reported recurrent ¿low¿ readings on the pump and feeling sluggish after meals while using a g7 cgm. Symptoms included hypoglycemia with associated lethargy. Outcomes included product replacement and user education on cgm target settings and device start-up after replacement. Investigation included complaint handling, troubleshooting with education, and review of device alerts. Investigation of this case revealed a hardware integrity issue at the screen bezel consistent with enclosure separation, with unknown alert specifics, and no evidence of hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the pump enclosure with user factor contribution possible regarding cgm target configuration.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.